Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the trocar was bent. Our investigations have shown that the front part of the trocar is indeed badly bent and deformed. We are not able to determine the exact cause which has lead to this damage. We do suppose though that too high mechanical force during use has lead to this deformation.

Event description:
It was reported that the trocar is bent. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.